Event description:
It was reported that the ilr (implantable loop recorder) had very small r-waves and that the device may have migrated. There was no intervention and the irl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).